Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted faster than expected and subsequently the pump shut down. In addition, it was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer's blood glucose level. Pump was reset to resolve the issue. Customer reloaded the cartridge and was able to resume insulin delivery.